Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device discharged on the first attempt; however, failed to discharge and displayed a "defib fault 72" on a second attempt to deliver therapy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.